Manufacturer narrative:
(B)(4). (B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation did not cause or contribute to the complaint.

Event description:
It was reported that the 3.0 x 18 mm xience xpedition stent was advanced to the lesion and the stent delivery system (sds) balloon was inflated. However, the stent could not be seen on fluoroscopy. It was then noted that the stent had dislodged during preparation during removal of the protective sheath and was located inside the protective sheath on the table. A non-abbott stent was successfully implanted. No resistance was noted during removal of the device from the packaging or removal of the protective sheath. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.